Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence and rectocele with concurrent cook hernia graft. It was reported that following insertion the patient experienced recurrence of pain, urinary and bowel problems, dyspareunia and neuro muscular problems. The patient underwent sling removal on (B)(6) 2012 due to persistent pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with laparoscopic hysteron-sacrocolpoperineopexy and cystoscopy with a proctopexy due to constipation, pelvic organ prolapse, an outlet dysfunction, enterocele, rectocele, urodynamic stress urinary incontinence, and urinary frequency.